Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an scs explant procedure for unknown reason. No further information could be obtained.

Event description:
A report was received that the patient will undergo an scs explant procedure for unknown reason. No further information could be obtained.